Event description:
It was reported that the patient had significant positional changes in stimulation. It was noted that the patient outcome was resolved without sequelae on (B)(6)-2013. It was reported that interventions were device replacement on (B)(6)-2013. It was noted that it was related to the device or therapy. It was reported that the patient was limiting their use and therefore had reduced efficacy of stimulation due to significant positional changes. It was noted that the severity was mild.

Manufacturer narrative:
Concomitant medical prroducts: product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).